Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced illuminator involved with this complaint and completed the device evaluation. Failure analysis of the illuminator with an in-house pca system confirmed the issue. Inspection of the illuminator confirmed a blown inline fuse. Additionally, isi received the lamp module and failure analysis of the lamp module with an in-house pca system found no issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting an illuminator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported complaint of a defective illuminator. Furthermore, fse identified that the lamp module had reached its end of life. Both the illuminator and lamp module were replaced. The system was retested and verified as ready for use. Isi has received the illuminator involved with this complaint; however, failure analysis has not completed their investigation. A return material authorization (RMA) was issued to the customer requesting to have the lamp module returned; however, isi has not received the lamp module. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the illuminator powered off by itself. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer attempted to turn on the illuminator, but the issue remained. The was no error when the issue occurred. The customer opted to connect to an external illuminator and continued the procedure. Review of the system logs was attempted; however, the tse could not find any related errors due to the system being offline. The user continued with the procedure with no further issue reported. No known impact or patient consequence was reported.